Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown.

Event description:
Following a premature ventricular contraction (pvc) procedure, a pericardial effusion was noted. The ablation catheter was used for mapping during the pvc procedure in the right ventricular outflow tract; no ablation was performed. Following the procedure, ultrasound confirmed there was no effusion and the patient left the lab in stable condition. The patient later complained of nausea and a repeat ultrasound revealed an effusion. A pericardiocentesis was performed which resolved the issue and the patient was in stable condition.